Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for one patient while using the cobas® sars-cov-2 & influenza a/b test for use on the cobas liat system. The patient was initial tested on a competitor platform (optima analyzer) and generated negative result for all targets. A new samples was collected from the same patient was was tested on cobas liat which generated a positive result for sars-cov-2 (negative for influenza a/b). The customer went to another clinic and was retested (rapid and pcr testing, unspecified) and generated negative results for all targets. The positive results were reported. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification for the positive results, and the investigation indicated that no systemic product problem with the reagent was identified.